Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the malfunction peeling of cement on the lenses was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was observed that the duodenovideoscope exhibited peeling of cement on the lenses. There was no patient involvement.